Manufacturer narrative:
The lead remains in service at this time. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this left ventricular lead exhibited elevated thresholds and pace impedance measurements of greater than 2,000 ohms. It was noted that the following day the impedances had suddenly decreased. The lead remains in service. No adverse patient effects were reported.